Manufacturer narrative:
The evaluation revealed the nitinol wire had pulled out of the ferrule. The ferrule met all dimensional specifications as received and displayed deep crimp markings as expected. The nitinol wire was not received with the device, so it could not be determined if the wire placement within the ferrule was correct. The retention dowel displayed tool marks along the shaft consistent with attempts to retrieve the device during surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device is expected but was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a total shoulder arthroplasty procedure as the surgeon was attempting to pull the tails of the tape on the ar-7297 fibertape compression bridge kit (that were loaded into the nitinol loop) through the looped ends of the tape, the nitinol loop broke before the ends of tape were passed. The broken black plastic piece and nitnol loop were fully retrieved and tossed from the sterile field. The procedure was completed as planned. The rep stated that the surgeon performs x-rays after every procedure. The x-ray taken revealed a small metal piece remained in the patient. The patient was still under anesthesia and in the operating room. The surgeon reopened the incision and extended by approximately an inch in order to remove the broken fragment. After inspecting the broken metal piece, the rep confirmed that the piece that fell into the incision was the small metal rod within the black plastic piece and nitnol loop. Additional information received 07/10/2018: the rep stated that the procedure was completed by loading the ends of the tape into a free needle, and proceeded to pass the ends through the tape loops. Additional information received 7/26/2018 via facility medwatch (4900240000-2018-8091): foreign body was retrieved with flouro guidance. Routine flat plate films were done at the end of the second procedure. No retained object confirmed. Surgeon notified family before starting foreign body removal procedure and after it was completed.